Event description:
Boston scientific neurovascular was notified that during a coiling of an aneurysm, a matrix extra firm 2d coil stretched. This matrix coil was the third one deployed within the aneurysm following 2 gdc 18 3d coils. The pt subsequently suffered hemiparesis.